Event description:
It was reported that the end is off the device.

Manufacturer narrative:
The following repair diagnostic codes were identified: replaced damaged components. This does confirm the alleged failure mode of [end off]. Probable root cause: thermal destruction of epoxy. Third party repair. Improper epoxy. Laser welding. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the end is off the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.